Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity,

Event description:
A user facility in (B)(4) returned an actuator/test board to the fresenius medical care manufacturing plant in (B)(4) under a returned goods authorization (rga). The part was received on december 5, 2016, however, the event date that the actuator/test board damage occurred is not known. Upon visual inspection of the board, a burn mark was observed. No patient involvement was reported. Although requested, no further information as it relates to the circumstances surrounding the return of the board, have been made available, should additional details become available, a supplemental MDR will be submitted.

Manufacturer narrative:
The actuator/test board was received by the manufacturer for analysis. The reported burn damage was confirmed with a visual inspection of the board. The board had burn damage to capacitor (B)(4). Multiple follow-up attempts were made to the customer to gather more information. No additional information was obtained. The returned board rev is g. The current revision for the board (p/n: (B)(4)) is rev m. The board revision was updated from g to h on (B)(6) 2013. No further investigation will be performed as the actuator/test board has been revised several times since the actuator/test board rev g was put in service. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008t hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist and release procedure." P/n (B)(4); a device is not released if it does not meet requirements or is nonconforming. The investigation into the cause of the reported problem was able to confirm the reported event. A visual examination of the actuator/test board confirmed burn damage. Therefore, the complaint has been deemed confirmed.